Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen 150 mcg/ml (82.45 mcg/day), dilaudid (hydromorphone) 2.0 mg/ml (1.0994 mg/day), and bupivacaine 30 mg/ml (16.491 mg/day) intrathecal therapy in simple continuous mode via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as malignant pain and cancer pain. The patient's medical history and concomitant medications were unknown. The patient was having intrathecal therapy (it) medication side effects. The programming date from the most recent refill prior to the event was (B)(6) 2015 at 15:34. The hcp reprogrammed the pump on (B)(6) 2015 at an unscheduled clinic or office visit. The patient reported feeling over-medicated and sedated on (B)(6) 2015. The event was related to the device or therapy but not related to the implant procedure. It was possibly related to the drug. The drug action that caused the event was hydromoprhone was I ncreased and baclofen was added. The outcome was unresolved at time of study exit/death/study closure. Additional information has been requested. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information indicated that the patient died on (B)(6) 2015 due to lung cancer; the death was unrelated to the device or therapy. At the time of the event the patient was also taking hydrocodone-acetaminophen. Medical history included complex regional pain syndrome ii, lumbosacral neuritis and lung cancer.